Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction with the power supply. This condition had the potential to interrupt delivery. The event was reported to have occurred before the device was used. It is unknown in which care area this event occurred. The facility reported that there was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the MDR as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction with the power supply was confirmed during product evaluation by baxter service personnel. This condition was due to a defective power supply printed circuit boared. Service did not indicate whether or not anything was done to address the reported condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00.